Manufacturer narrative:
Additional information : one actual sample and photographs were received and evaluated. A visual inspection of the actual sample with the naked eye did not identify any abnormalities that could have contributed to the reported condition as an opened pouch was returned, stapled shut, with the blue and clear caps in place on the sample unit. A visual inspection of the photographs was performed which revealed the blue pull ring cap was separated from the connector. The reported condition was verified. The cause of the condition could not be determined. Functional tests including leak, clear passage, clamp function, and integrity tests were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue pull ring of a transfer set was separated before opening the package. There was no patient involvement. No additional information is available.